Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The noise was being oversensed however, no pacing inhibition was observed. Technical services (ts) reviewed the available episodes and noted a drop in r waves and pace impedance measurements, remaining within normal range. Ts discussed troubleshooting the rv lead. The lead remains in service. No adverse patient effects were reported. Additional information was received that the rv lead was surgically abandoned. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.